Manufacturer narrative:
Sorin group (B)(4) manufactures the eos oxygenator. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the user experienced a blood leak from the bottom of an eos oxygenator. The leak was such that the user elected to complete the case without changeout of the unit. There were no consequences to the pt. The unit has not been returned for evaluation. The investigation is on-going. A follow-up report will be sent when the investigation is complete.

Event description:
A blood leak occurred from the bottom of the eos oxygenator. The leak was such that the user elected to complete the case without changing the unit out. There were no consequences to the pt.